Event description:
(B)(4). The report noted: "padgett used to take first skin graft of f, while in the middle of the second skin graft padgett lost most power. Outlets and wires checked as well as padgett device. Doctor was able to proceed with the procedure as planned. The padgett is still out for repair." Additional information was requested numerous times by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.